Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced lightheadedness and felt like going to pass out. The patient thought the device was malfunctioning as it did not provided pacing therapy right away. It was also noted that the patient eventually felt better and spent the day resting. A patient initiated interrogation (pii) was then performed. There was no further information obtained. The pacemaker remains in service. No adverse patient effects were reported.